Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
During investigation, it was found that the patient had a previous revision surgery. Allegedly the patient was revised due to instability (left). Only the acetabular component (not microport product), femoral head and modular neck were exchanged. The profemur® z stem plasma sprayed, pha00266, lot: 018512517 from (B)(6) 2008 surgery remains in place. First revision surgery captured under: (B)(4).